Event description:
Dealer stated that the tdxsp-cg power chair allegedly tilted all the way back on its own while in a van with the user seated in the chair. Users foot was smashed, a little bit. No medical intervention sought.